Event description:
On (B) (6) 2009, the sales rep reported that the tip of the nexlink freehand closure top starter was bent. This malfunction has previously been associated with the adverse event. There was no impact to a pt.

Manufacturer narrative:
There was no pt involvement. Product is an instrument and is not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.